Event description:
Complainant alleges that they were treating a 48 yr old female pt for asthma and pneumonia, they and were attmepting to defibrillate (joule settings and number of defibrillation attempts unknown) when they received an "error 44" message. They allege that they also heard a large popping sound. The staff obtained another device and continued defibrillation. Pt subsequently expired, but complainant indicated pt outcome was unrelated to device malfunction.